Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: openings, crease fold, wear abrasion, brown particles. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identified smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a smooth opening on posterior assessed as smooth opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.